Manufacturer narrative:
Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for no citrate with the incident lot was observed. The photos supplied also showed no citrate in the tubes. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: due to the severity and occurrence a CAPA will not be opened at this time. The indicated lot # and reported condition will be tracked and trended.

Event description:
It was reported that 2.7 ml, 13 x 75 mm bd vacutainer® citrate tube did not contain citrate. 206 tubes did not have citrate. No injury or medical intervention reported.